Event description:
A renegade micro catheter was going to be used for a fibroid embolization. During preparation, the catheter came out in segments from the plastic tubing. Another device was placed at a later date.